Manufacturer narrative:
A specific root cause for the event could not be determined. The product was not returned for investigation.

Event description:
The customer stated she obtained a result of 2.3 inr on her coaguchek xs meter (serial number unknown) on (B)(6) 2016 at around 2:00 pm. She feels the result was incorrect as "suffered a mini stroke the next day". On (B)(6) 2016 her left hand went numb around 5:00 pm. She said she called 911 and went to the hospital via an ambulance. She reported receiving heparin and a baby aspirin and a "battery of tests while in the emergency room". She stated a laboratory sample was done around 7:00 pm on (B)(6) 2016 and the result was 1.6 inr. She does not know what reagent the laboratory uses. She stated she was told that they were "pretty sure she had suffered from a mini stroke". Another laboratory test was done on (B)(6) 2016 at 2:00 am. The result was 1.7 inr. She stated she has "the lupus apa". At that time she was told about the limitations of the test and was told she needs to discuss with her doctor as to whether or not the meter is the correct choice for her. The package insert states: "the presence of antiphospholipid antibodies (apas) such as lupus antibodies (la) can potentially lead to prolonged clotting times, i.e., elevated inr values. If you have or suspect that you have apas, contact your doctor." Her therapeutic range is 2 to 3 inr. She does not have any hematocrit issues. She stated she had not started any new medications and has not been taking vitamins since (B)(6). She did discuss the issue with her doctor. The doctor wants her to come to the office for inr checks and does not want her to continue to use the meter. The suspect product was requested to be returned and the replacement product was sent.

Manufacturer narrative:
Outcomes attributed to ae was updated.